Manufacturer narrative:
The insulin pump did not have a button error alarm or a numbers scrolling anomaly during testing; however, the unit was received with intermittent button response due to corroded keypad traces. The following cosmetic damage was also noted: cracked case at a display window corner, minor scratches on the lcd window, cracked reservoir tube lip, and a cracked reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 179 mg/dl. The customer stated that while programming a bolus the numbers on her pump kept scrolling. She removed the battery and received the button error then. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.